Event description:
Additional information was received that provocative testing was performed and noise was able to be reproduced on both the right atrial and right ventricular leads. Additionally, the patient was symptomatic during the noise events, but it is unknown what symptoms were experienced.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11602. During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and right atrial (ra) leads. Rv and ra lead damage was suspected, but not confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.